Event description:
It was reported that the customer experienced a blood glucose (bg) level of 387 mg/dl to "high", was unconscious "for a short time", and had a "ding/cut on [their] head"; cause was not known. Reportedly, the customer's continuous glucose monitor was not available and therefore the customer found it difficult to manage their diabetes without this reading. Customer administered a bolus via the pump and a manual injection to address the issue and was taken to the emergency room by family member. Customer was subsequently admitted to the hospital. Tandem technical support (tts) did a full pump system check and confirmed that pump was functioning as intended. Multiple attempts were made by tts to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.